Event description:
It was reported that the patient had the artificial urinary sphincter pressure regulating balloon (prb) component removed due to unknown reasons. A new artificial urinary sphincter balloon component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient recently noticed a bulge in lower abdominal area that appeared to be his prb. The physician indicated the prb had migrated. The prb was removed a new prb was repositioned in the correct place.